Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The pump was received with a blank display. Functional testing was not performed. The pump was cut open to perform a visual inspection, and moisture damage was found along the electronic assembly. The unit was separated from the electronic assembly due to moisture damage. The following were noted during visual inspection: cracked lcd window, pillowing keypad overlay, and scratched case. In summary, the customer¿s allegation of flashing white display was marked as unknown. The customer¿s allegation of cosmetic damage was confirmed during visual inspection when a cracked lcd window was noted. Moisture damage was confirmed during visual inspection, and the unit was separated from the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was rattling and had a flashing or solid white screen. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed for the display issue, and the customer reported a flashing or solid white screen. The customer confirmed that the screen was not displaying a flashing medtronic logo. Troubleshooting was also performed for cosmetic damage. The customer reported that the pump was dropped/bumped with no visible pump damage. The pump rattled while the reservoir was inside the pump. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.